Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 due to chronic pelvic pain, bilateral paravaginal detect and cystocele. It was reported that following insertion the patient experienced pain, urinary problems, dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with concurrent lysis of pelvic adhesions and salpingo-oophorectomy. It was also reported that patient plans to have an interstim stage 1. No further information was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent collagen bulking of the urethra on (B)(6)2009 due to stress urinary incontinence. It was reported that patient underwent laser vaporization of vagina on (B)(6) 2011 due to vaginal intraepithelial neoplasia grade 1. (B)(4).